Event description:
Additional information was provided on 21mar2025. The endoleaks reported at the end of the procedure were intentionally left untreated and treated during the staged procedure 8 days later.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 09apr2025. During the second staged procedure on (B)(6) 2025 stenting was completed to address the type 1c endoleak in the celiac artery. Additionally, iliac stenting on the left was completed where two cook zenith flex with spiral-z technology aaa endovascular graft iliac leg devices were implanted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: b5, b7. Correction: h4. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The patient was planned to be treated with a custom-made branched device, consisting of 5 branches according to patient's anatomy, in order to target both right renal arteries. It was, also, decided in advance that the patient would be treated in two stages, aiming at spinal cord ischemia prevention. The second procedure was performed 8 days after the first one on (B)(6) 2025. Additionally, during the second stage there was a relining of celiac trunk, since it was realized from postoperative computed tomography angiography (cta) that there was a type ille endoleak involving the celiac trunk. The left iliac was minimally calcified, however, this did not affect the initial planning while this side was used for staging further the procedure. The iliac extension was not implanted during the first staged procedure, branched endovascular aneurysm repair (bevar). It was implanted during the second staged procedure eight days later on (B)(6) 2025. The cook sales representative was not present for the procedure. No part of the procedure was performed off-label or out of patient-selection criteria. No modification was applied to the graft before implantation. The inflation volume of the balloon was 40 ml (approximately half of the volume was used for the molding of the limb, while the whole volume was used for the molding of the main and bifurcated device). An inflation device was not used to inflate the balloon. The ballooning was performed at all junction points of the main aortic device, bifurcated device and iliac component, as well as the proximal and distal landing zones. It is unknown if the treating physician was the physician who approved the graft plan.

Event description:
It was reported that a type 1b endoleak was present on the right zenith flex with spiral-z technology aaa endovascular graft iliac leg one month after placement in a 58-year-old male patient. Pre-procedural computed tomography (CT) with contrast imaging was completed on (B)(6) 2024, 98 days prior to the procedure. The innominate artery, right common carotid artery, right subclavian artery, left common carotid artery, left subclavian artery, and celiac artery were incorporated into the repair. All arteries mentioned were patent and no stenosis greater than 50% was identified. The superior mesenteric artery (sma) was incorporated in the repair. The artery was patent. The artery was not stenosed more than 50%. The right renal artery was incorporated in the repair. The artery was patent. The artery was not stenosed more than 50%. The left renal artery was incorporated in the repair. The artery was patent. The artery was not stenosed more than 50%. The right accessory renal artery was incorporated into the repair. The artery was patent. The artery was not stenosed more than 50%. The right common iliac artery was patent. The left common iliac artery was patent. The aortic valve was mechanical. There was no aortic arch bovine configuration. The maximum diameter of the diseased aorta on centerline was 72 mm the intended proximal seal was zone 5: mid descending aorta to celiac the left and right intended distal landing zone was zone 10: common iliac arteries. The patient underwent a procedure on (B)(6) 2025 under general anesthesia. The patient was prescribed a long-acting anti-coagulant: phenprocoumon at the time of the procedure. Percutaneous access was achieved in the right femoral and left femoral arteries. The left femoral artery and right axillary artery required cut down for access. An endovascular iliac conduit was not performed at the time of the procedure total contrast volume used during the procedure: 176 ml. Contrast dose: 2.2 ml/kg, fluoroscopy time: 55 minutes, total gray used: 1274 mgy, total dose area product: 120, total dose area product units: cgy, cm2, fusion was used during the procedure. The estimated blood loss during the procedure was 0 ml. During the procedure, the patient did not receive any red blood cells, fresh frozen plasma, cryoprecipitate, platelets, or cell saver. Cardiac output reduction was not used. Carbon dioxide flushing was not used. The proximal seal zone was the native aorta. No neuromonitoring was used during the procedure. Procedural time (24-hour clock): time arrives in room: 13:05, time of first incision or arterial puncture: 13:25, time of last access closure: 15:57, time leaves room: 16:11. Duration of procedure (from first incision to last access closure): 152 minutes side branch catheterization and placement of all bridging stents was successful. No additional procedures were performed during the custom-made device (cmd) procedure. The patient did not have any significant medical problems or complications during the study procedure. During the procedure, the patient had the following stents placed: celiac artery: a competitor's stent measuring 8 mm in diameter and 59 mm in length was placed. The artery was able to be revascularized with the fenestrated-branched device. The covered stent was not relined or extended with a bare metal stent. The side branch catheterization and placement of the bridging stent was successful. The stent patency was maintained with normal end artery perfusion. Superior mesenteric artery (sma): a competitor's stent measuring 10 mm in diameter and 80 mm length was placed as well as another competitor's stent measuring 9 mm in diameter and 57 mm in length. The artery was revascularized with the fenestrated-branched device. The covered stents were not relined or extended with a bare metal stent. The side branch catheterization and placement of the bridging stents was successful. The stent¿s patency was maintained with normal end artery perfusion. Left renal artery: a competitor¿s stent measuring 8 mm in diameter and 59 mm in length was placed as well as another competitor¿s stent measuring 8 mm in diameter and 75 mm in length. The artery was revascularized with the fenestrated-branched device. The covered stents were not relined or extended with a bare metal stent. The side branch catheterization and placement of the bridging stents was successful. The stent ¿s patency was maintained with normal end artery perfusion. Right renal artery: a competitor's stent measuring 6 mm in diameter and 59 mm length was placed as well as another competitor's stent measuring 6 mm in diameter and 50 mm in length. The artery was revascularized with the fenestrated-branched device. The covered stents were not relined or extended with a bare metal stent. The side branch catheterization and placement of the bridging stents was successful. The stent¿s patency was maintained with normal end artery perfusion. Right accessory renal artery: a competitor¿s stent measuring 6 mm in diameter and 59 mm in length was placed. The artery was revascularized with the fenestrated-branched device. The covered stent was not relined or extended with a bare metal stent. The side branch catheterization and placement of the bridging stent was successful. The stent patency maintained with normal end artery perfusion. Custom made device: a william cook australia custom made device was placed. No technical difficulties in the delivery and deployment of the main cmd device were experienced. The delivery and deployment of the main cmd device was considered successful. A william cook europe zenith tx2 taa endovascular graft proximal component was placed. There were no technical difficulties in the delivery and deployment of the device. The delivery and deployment of the device was considered successful. A william cook australia zenith universal distal body endovascular graft was placed. There were no technical difficulties in the delivery and deployment of the device. The delivery and deployment of the device was considered successful. Iliac artery component: a zenith flex with spiral-z technology aaa endovascular graft iliac leg was placed on the patient's right. There were no technical difficulties in the delivery and deployment of the device. The delivery and deployment of the device was considered successful. Procedural imaging in the form of an angiogram was completed on (B)(6) 2025. All stent grafts and intended side branch stents were patent at the conclusion of the procedure. All target vessels were patent. A type 1b endoleak on the most distal left iliac component and the most distal right iliac component was present. Also, a type 1c endoleak with the celiac stent was present. There was no evidence of stent graft integrity issues. All target side branch stents were intact. The patient was extubated in the operating room. A spinal drain was not placed. Reintubation was not required. The patient did not require a tracheostomy. Follow up computed tomography (CT) with contrast imaging was completed on (B)(6) 2025, two days post procedure. The celiac, sma, right renal, right renal accessory, and left renal arteries were all patent and no stenosis greater than 50% was identified. All stent grafts within the arteries were patent. A persistent type 1b endoleak was present on the most distal right iliac component. A persistent type 1c endoleak was present at the celiac artery stent. No secondary intervention was performed to treat the endoleaks. The maximum diameter of the diseased aorta (outer wall to outer wall) was 64 mm. There was no evidence of stent graft integrity issues. All intended side branch stents were intact. The patient stayed in the intensive care unit (ICU) for three nights. The patient underwent a procedure on (B)(6) 2025, eight days post procedure under general anesthesia. This was a part of a staged procedure. During the procedure, the patient had the following stents placed: celiac artery: a competitor's covered self-expanding stent measuring 9 mm in diameter and 32 mm in length was placed. The artery was able to be revascularized with the fenestrated-branched device. The covered stent was not relined or extended with a bare metal stent. The side branch catheterization and placement of the bridging stent was successful. The stent patency was maintained with normal end artery perfusion. Iliac artery component: a zenith flex with spiral-z technology aaa endovascular graft iliac leg was placed on the patient's left. There were no technical difficulties in the delivery and deployment of the device. The delivery and deployment of the device was considered successful. Iliac artery component: a zenith flex with spiral-z technology aaa endovascular graft iliac leg was placed on the patient's left. There were no technical difficulties in the delivery and deployment of the device. The delivery and deployment of the device was considered successful. A completion angiogram was completed on (B)(6) 2025, 8 days post procedure. All stent grafts and intended side branch stents were patent at the conclusion of the procedure. All target vessels were patent. No endoleaks were present at the conclusion of the procedure. There was no evidence of stent graft integrity issues. All target side branch stents were intact. On (B)(6) 2025, 13 days post procedure, a one-month clinical assessment was completed. The patient was prescribed an anticoagulant and a statin. Since the last visit, the patient has not had any significant medical problems or been hospitalized for any reason. Follow up imaging (CT) was completed during the clinical assessment. The focus of this report is the persistent type 1b endoleak that was present on the zenith flex with spiral-z technology aaa endovascular graft iliac leg as placed on the patient's right. No intervention has been reported to treat the endoleak.

Manufacturer narrative:
H3 - device evaluated by mfg? - device remains implanted and will not be returned to the manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This event no longer meets the qualifications for a reportable event. See h11.

Manufacturer narrative:
Event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction. Based on the information and the image review provided, cook does not confirm the complaint. As this was a staged procedure, the treating physician had planned to complete the intervention at a later date. Additionally, the image reviewer stated, ¿I can confirm from the (B)(6) 2025 CT scan that the right iliac leg graft was deployed at the index procedure and appears to be in good position and condition. The new imaging confirms that the right iliac zsle was implanted on (B)(6) 2025. The final angiographic run from the secondary procedure on (B)(6) 2025 demonstrates that all branches and limbs of the endograft are well positioned, patent, in good condition, and without evidence of endoleak.¿ this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.